Manufacturer narrative:
The device was fractured and there was a large amount of proteinaceous debris in the interior and exterior of the device. Therefore all further testing was precluded. The instructions for use that accompany the device state that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. Catheters which contact internal body structures can become kinked or blocked at their tips (e.g., investment of a ventricular catheter tip into the choroid plexus or of a distal catheter tip into the greater omentum or loops of the bowel).¿ it is also cautioned that ¿low tear strength is characteristic of most silicone elastomer materials. Care must be taken on insertion and removal of the needle¿. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that there was a break in the snap shunt assembly and a fracture further distally. According to the report, the device had been implanted nine years ago. The report stated that the device was replaced with another device of the same part number.